Event description:
According to the doctor, dislocation occurred since the taper lock did not work and the implants were rotated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.